Event description:
It was reported that during a pulsed field ablation procedure, an attempt was made to flush the sheath; however, the saline could not pass through the sheath despite pressing the syringe. The flushing was unsuccessful. The sheath was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number: 0012705589 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. Visual inspection of the shaft area was performed. No anomalies were identified. The shaft is intact with no apparent issue. No kink or any damage was observed on the surface. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The performance test with sentinel blackbelt leak tester was performed. The pressure test showed the pressure decay in the device was in the expected range. The aspiration test showed the pressure decay in the device was within the expected range. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. The syringe pressure test was conducted, and the pressure system recorded was in an acceptable range. Verification testing confirmed that the tubing continues to allow fluid flow and that the device functions as intended. In conclusion, the sheath failed the returned product inspection due to the side port tube kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.